Manufacturer narrative:
A ge service representative performed an onsite investigation. A new collimator was ordered. No conclusion can be drawn as system analysis or repair information is unavailable at this time and no additional service information was provided.

Event description:
The customer reported the iris collimator closed/coned down and could not be re-opened. No patient death or serious injury was reported related to this event.

Manufacturer narrative:
It was reported the collimator was closed down and would not open. The fse confirmed the problem when doing x-ray, image is not appearing on left monitor. Fse determined the cause of the problem to be multiple components. Replaced the interconnect cable and hv cable. Equipment repaired with replacement of cables. Based on the age of this system (date manufactured, 3/26/2002), this type of failure would be expected and reflective of the normal wear and tear that is anticipated as the system is used, and therefore is not a malfunction.